Manufacturer narrative:
Device unique identifier (UDI)- (B)(4). Approximate age of device - 6 months. (B)(4). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017, after elevated pump power readings were observed. The lactate dehydrogenase (ldh) was 4033 u/l, and the patient experienced hemoglobinuria, anemia, and retinal hemorrhage. The lvad clinicians suspected pump thrombosis, hemoglobinuria, anemia, and retinal hemorrhage. The patient was treated with argatroban. A ramp echocardiogram was negative and ldh had decreased to 1107 with treatment. The patient was discharged on (B)(6) 2017. On (B)(6) 2017, the patient was readmitted to the hospital. The patient had dark urine, acute kidney injury and the ldh was 5215 u/l. Another ramp echocardiogram was performed and it was negative. The patient required dialysis and the lvad system power continued to be elevated. The pump was turned off, and the patient was medically optimized with inotropes, direct thrombin inhibition therapy and dialysis. It was reported that the ldh continued to be elevated from 4000 to over 6000 u/l. The patient underwent pump exchange on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis. The pump was returned assembled with the driveline severed approximately 9 inches from the nipple of the pump housing and the remainder of the driveline was returned in one segment. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of pump, two small thrombus formations were found surrounding the inlet bearing cup and ball, obstructing less than 10 percent of the blood flow path in this location. The two thrombi appeared similar in color and structure, suggesting that they likely developed as one formation and broke apart upon disassembly. The thrombus rings revealed darker areas of denaturation and also appeared to have been in the early stages of laminated layering, indicating that the thrombi developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was supporting the patient. A large flat thrombus formation was found partially occluding the rotor vanes. The dark area of denaturation on the thrombus indicates that it was present while the pump was supporting the patient. The non-laminated structure of the thrombus suggests that it did not originate on the rotor and initially developed in another location; however, its origin could not be conclusively determined. Examination of the proximal-side of the outlet stator revealed a partially denatured thrombus formation surrounding the outlet bearing ball and partially occluding the blood flow path between all three stator blades. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator. Although its origin could not be conclusively determined, the thrombus appeared similar in color and texture to the rotor thrombus, suggesting that it may have potentially broken off from the larger thrombus found in that location. The evaluation could not determine a specific cause for the development of the observed thrombus formations; however, they were obstructing a large portion of the blood flow path through the pump and could have contributed to the reported signs of hemolysis. The thrombi could have also created increased drag on the spinning rotor, contributing to the reported elevations in pump power. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Hemolysis, thrombus and renal failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A direct correlation between the evaluation findings of the returned pump and the reported renal failure could not be conclusively determined. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.